Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing of distal gastrectomy, the surgeon squeezed the handle to clamp the tissue of duo denum but could not close the jaws. The procedure was completed with another device. The procedure was extended by less than 30 minutes. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The lock ring was observed to be broken. Functionally, the reload was able to be loaded into the listed instrument for functional testing. The reload was applied to test media. All staples were placed, and test media was cleanly transected. The suture was released and tri-staple (trs) material was properly placed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Additionally, the investigation detected a secondary condition of broken lock ring that has no relationship to the reported condition. Replication of the damaged reload lock ring may occur due improper orientation of the lock ring or over flexure of the reload while attached to the instrument. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.